Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak 10mm proximal from the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 50% target lesion was located in the moderately tortuous shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 50% target lesion was located in the moderately tortuous shunt. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at nominal pressure. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient was good post procedure.